Event description:
The father stated that after the dealer worked on the chair the brakes were less effective. The consumer stated that when the son was being transported today the chair lurched and almost tumbled the patient.